Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that their contour next link 2.4 meter gave inaccurate readings. The customer had an event of ketoacidosis. The customer went to an emergency room of a hospital, where they were given antibiotics and insulin injection. The customer stated that while at the hospital, they performed comparison of blood glucose results between the contour next link 2.4 meter and the physician's meter receiving readings of 250 mg/dl and 470 mg/dl respectively. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.